Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as itchiness on her back. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cortisone ointment by a medical professional. Follow up indicated the irritation improved.